Event description:
It was reported by the end users wife that her husband allegedly had an (unknown) accident with his (B)(4) power chair, she found him in the living room with a cut on his leg, user allegedly bled to death. Unknown malfunction. File will be updated as additional information is obtained.